Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jam-staples not forming/closing" was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the stapler appeared typical. No defects or anomalies were observed. The trigger was partially engaged. The stapler was returned with 34 staples remaining in the cover block indicating at least 1 staple was fired by the end user. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, 7 unformed staples were fired. It was observed that the anvil in the returned complaint sample was slightly out of position when compared to a lab inventory stapler. The sample was disassembled, and the anvil was readjusted to the correct position. On the next attempt to fire, the staple fired properly. This was repeated two times with same result. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. All remaining staples were fired and were able to engage and close into the simulated skin. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Original reported issue: staples were loose from the device during inspection at the same time. Issue found with sample return showed evidence of biological material indicating the device was in use and it was misaligned.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot# 73c2200774. Investigation did not show issues related to the complaint.

Event description:
Original reported issue: staples were loose from the device during inspection at the same time. Issue found with sample return showed evidence of biological material indicating the device was in use and it was misaligned.